Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry was unable and the device had no tones. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis indicated that the cause of the no telemetry and prematurely depleted battery could not be established. No high current was found, and all 3 cells of the battery were equally depleted.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated before implant procedure. Subsequently, this s-ICD was not implanted and will be returned sterile in the package for analysis. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated before implant procedure. Subsequently, this s-ICD was not implanted and will be returned for analysis. No adverse patient effects were reported.